Event description:
It was reported that on (B)(6)-2007 the patient called 911 because of a disturbance near her home. She alleges she was ¿falsely¿ detained by the police for several hours- they called animal control to take her dog because they said she could not take care of it. She went to a holding cell at the jail. During the ¿detainment¿ - she said she was walking and just fell on her face. Reports that when she woke up she was being beaten violently by the police and was ¿tased.¿ she alleges she actually ¿died¿ but the ambulance was able to revive her. The patient reports that the hospital admitted her and the surgeries were done while she was shackled to the bed. She reportedly did not sign a consent- she reportedly has a note saying her neck was broke and she had thoracic injuries. The patient reports a cervical vertebroplasty and a lumbar fusion were performed. Rhbmp-2/acs was implanted using an lt cage. Patient could not provide any details as to the levels or surgical intervention. The patient stated she received the device without consent, as being part of a case study before it was FDA approved and then due to certain qualifications found out she "didn't fit the bill." Patient stated that she also had thoracic injuries that were treated. Patient reported that she was in a special ¿wing¿ she stated it was a wing similar to another hospital where ¿patients were secretly kept and devices were put into their body against their will.¿ she reports that she was given a false name to hide the fact that she was an experiment. Post-op, the patient is having complications. She has difficulty talking and breathing difficulty, reports she has nerve damage, and has degenerative disc disease from her neck to tail bone. Lost 2 ½ inches in height after surgery ¿as a result of the [bmp]¿. The patient feels her dna was compromised and altered because of the bmp, and is concerned for her son who has immune problems and was pre-mature with disabilities- she reports she got pregnant two years post-op . The patient said she was yelling because ¿she could not hear- another complication she had from the [bmp] used in her body against her will.¿ the patient now claims to have degenerative disc disease "from the bottom of her spine to the top of her neck." The patient added that her "child became pre-term when everything was looking okay" and currently her child has a "compromised immune system that nobody seems to be able to fix."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.